Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1gf8q serial# implanted: (B)(6)2017 explanted: product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient had the ins done before, fell, and bumped the electrodes loose. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that they were unaware of patient falling as no information provided for this event. Patient weight was reported.